Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that door 8 acrylic panel cracked. A field service engineer successfully replaced the damaged panel and rectified the problem. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es door of the tower is damaged and requires replacement. A customer has reported that several nurses cut themselves on the broken panel. There were no adverse events or injuries reported based on this event.